Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation approximately three weeks post-implant. It was reported the right ventricular (rv) lead exhibited high, rising thresholds. The lv lead was explanted and replaced, and the rv lead was repositioned. Overnight, it was noted the rv lead thresholds increased. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.